Event description:
Customer reported that the insulin pump went into threshold suspend when the blood glucose was not low. He reported that the sensor was giving inaccurate readings. Customer was advised of proper calibration protocol, insertion methods, and verifying expiration dates on the sensors. Customer reported that when the sensor glucose reading was 68 mg/dl, the blood glucose reading was 108 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.